Manufacturer narrative:
Updated fields: d8, g3, h2, h3, h4, h6 and h10. The returned device was evaluated, and the user's request was confirmed. The device evaluation found a dirty lens identified from the cover side which can be cleaned off and no need to replace the lens. Moreover, additional findings of a cracked video connector were discovered. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the investigation, no nonconformances were found. The most probable cause of the complaint is cause traced to user not following manufacturing's instructions. The instructions for use provides the following: -"before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the camera head; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage." - "a soiled cover glass will impede observation. Avoid leaving fingerprints or smudges on the cover glass." - "to remove dust, dirt, and other non-patient debris, wipe using a soft, lint-free cloth moistened with 70% ethyl or isopropyl alcohol." Olympus will continue to monitor field performance for this device.

Event description:
This report is being submitted for additional information regarding legal manufacturer's final investigation results.

Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that the subject device was presenting a bad and foggy picture. The issue occurred during reprocessing. It was reported there was no patient involvement.